Event description:
Voluntary medwatch received states that left ventricular lead had exhibited failure to capture and unspecified over-sensing. No intervention was performed. There were no patient consequences.